Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent a fusion procedure with rhbmp-2/acs at l4-l5. An unknown time post-operatively the patient presented with a cyst which was removed by the doctor. The cyst came back at least twice and has been removed each time within three months post-op. No additional complications have been reported.